Event description:
It was reported that the patient was seen by her physician with complaints of seeing "stuff on the iol". It was stated that the physician noticed 2 linear opacities within the optic of the intraocular lens (iol) directly on the visual axis. It was reported that it is unclear if these 2 linear opacities are within the material of the intraocular lens (iol), or on the posterior aspect of the lens. In addition, it was reported that the patient has swelling in her retina, delaying the possibility of a intraocular lens (iol) exchange. No additional information was provided.

Manufacturer narrative:
(B)(4). The manufacturing record and related documents showed that the production order was manufactured according to specifications. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.